Manufacturer narrative:
There was no device available for analysis. The reported patient symptom of incontinence is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that over the last two years the patient has experienced increasing incontinence with an artificial urinary sphincter (aus). The patient believes the device might be partially deactivated. It was indicated that the patient has reduced sensibility in the fingertips which makes it difficult to locate the pump and make sure to pump the device correctly. The patient noted the pump felt somewhat flat and although troubleshooting steps were provided the lack of sensitivity prevents the patient from being able to know the difference. The patient was referred back to an urologist to address the experience. No additional information was reported.